Event description:
A remstar plus c-flex device was returned to a third-party service center for evaluation. There were no reports of serious or permanent harm, injury, or medical intervention associated with the device. During the evaluation, the service center performed a visual inspection and found visible foam particle contamination inside the blower assembly, consistent with blower foam degradation. The blower foam was incomplete, and additional dust contamination was noted. As a result, the unit was scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.

Manufacturer narrative:
The parent pr (B)(4) was identified as a duplicate of ra 314832052 MDR 2518422-2022-93918. As such. Child pr ID (B)(4) will be cancelled. This follow-up report was made in awareness of this duplicate report.